Event description:
A malfunction occurred where the pump declared a cart alarm 20 during operation. There was no adverse impact to the customer's blood glucose level. Despite technical support assisting the customer with loading a new cartridge, the alarm recurred, preventing successful insulin therapy resumption. Consequently, technical support arranged for a replacement pump while the customer transitioned to an alternate insulin therapy method, mdi, to maintain insulin delivery continuity. The customer was instructed on how to prepare the pump for return to the company.